Event description:
Patient was placed into position and draped. Patient was asleep with general anesthesia. Testing of machine took place, but no gas flow. System was going through the normal process, but no gas flow, or freezing of sterile water for test. Reached out to healthtronics and it was discovered (via direction of tech on phone) that there was a wire that was loose and needed to be placed in either 9 or 10 of the junction box. Once the wire was able to be tightened with the screw, the gas flow/freezing was noted and the procedure was allowed to resume. Case was delayed approximately 1 hour.

Manufacturer narrative:
Corrected device manufacture date - 03/14/2008. Initial issue resolved during troubleshooting over the phone. Loose wire identified and reseated. Case resumed following a 60 minute delay. Field service engineer dispatched to ensure no further loose connections. Field service engineer verified tightness of all wire connections, connected and tested argon flow, performed a pretest on all eight ports. No issues found. Service history for system reviewed, no similar issues found. It can be concluded the wire developed a poor connection after years of transport. All other connections were determined to be secure. Reported issue has been previously identified and is included in risk documentation.

Manufacturer narrative:
Service call dispatched to area field service engineer to ensure there are no further loose connections.